Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a revision for another lead, the atrial lead dislodged and was explanted and replaced.